Event description:
We were contacted by an attorney who stated that allegedly a pt rec'd a burn during procedure on pt's breasts. Hospital was using assi (accurate surgical) breast light retractor 13d-ce or 15-ce with a karl storz light source and cable and the burn was from the cable and retractor connector. No malfunction was reported. The event took place at the (B)(6). A lawsuit is pending.